Event description:
It was reported that, during the implant attempt, the helix did not come out. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
Asku

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the full lead was returned and analyzed. Analysis results revealed the distal conductor was distorted. The helix would not extend or retract due to this distal conductor distortion within the connector. Blood/body fluid was present on the distal conductor (not obstructed) and in/on the helix mechanism. There was a tip seal observation.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. (Date of death to not applicable, patient outcome to other). Evaluation summary: (B)(4): the full lead was returned and analyzed. Analysis results revealed the distal conductor was distorted. The helix would not extend or retract due to this distal conductor distortion within the connector. Blood/body fluid was present on the distal conductor (not obstructed) and in/on the helix mechanism. There was a tip seal observation.